Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m124309 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing batch records and quality control release testing for kit part number 190-000 / lot m124309 and test base part number 190-430 / lot m124309 were reviewed. This lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m124309 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration.

Event description:
The customer reported false negative results with the ID now covid-19 assay. The customer reported that she "believes" there were two (2) false negative results with the ID now covid-19 assay. Sample and swab type were not provided. Information regarding use of viral transport media (vtm) was not provided. Confirmation testing performed at (B)(6) generated positive results (CT values not provided). Customer stated that symptomatic (not further specified) patients exposed to sars-cov-2 received confirmation testing if ID now covid-19 assay results were negative. No further patient information, including treatment and outcome, was provided. Attempts to gain further information was provided. Negative results should be treated as presumptive and, if inconsistent with clinical signs and symptoms or necessary for patient management, should be tested with different authorized or cleared molecular tests. Negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results should be considered in the context of a patient's recent exposures, history and the presence of clinical signs and symptoms consistent with covid-19. Based on the high risks of this situation, the incident shall be considered reportable.